Event description:
The customer alleged the aer unit was leaking water and cidex. There were no error messages on the unit. No injuries were involved from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) reported water was coming out of the compressor check valve. It was a green color solution. The fse replaced the skinner valve v3 for the air. The fse also found condensation on the hose from the inlet valve to the basin. The fse instructed the customer that the water temperature coming in should be 80 degree f degrees, and not more than 120 degree f. The fse performed a test cycle.